Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was using the purewick urine collection system and the wick portion, the suction was high. The customer stated that the patient was sore and wanted to know what would cause the issue. It was noted that the patient had been using the products for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate component (pump and relief valve) selection". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "operating suction range: approximately 120 mmhg ¿ 140 mmhg (2.3 ¿ 2.7 psi) maximum suction level: 182 mmhg (3.5 psi)". "Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas." The device was not returned.

Event description:
It was reported that the patient was using the purewick urine collection system and the wick portion, the suction was high. The customer stated that the patient was sore and wanted to know what would cause the issue. It was noted that the patient had been using the products for more than 90 days.